Manufacturer narrative:
Evaluation method: device history record review, medical review. Evaluation result: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage or not detect the damaged haptic. Physician report does not indicate that any exceptional event or condition would have damaged the haptic. Per medical review: reportedly, intraoperative lens removal/exchange of a single-piece silicone iol with toric optic was performed to address damage of trailing plate haptic . Incision was not enlarged and no other tissue damage was reported. According to report, dated on (B)(6) 2016, the lens was removed without any patient injury and another toric lens was successfully implanted. The same report stated that the cause of the event was unknown. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: 16.00 se/3.5, na silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4)

Event description:
The reporter indicated the surgeon implanted a aa4203tl 16.0 se/3.5 diopter silicone single piece lens with toric optic. The lens back haptic tore upon insertion into the left eye. The lens was removed and another toric lens was implanted. There was no patient injury. Cause of damage to the lens is unknown.